Event description:
Patient was implanted with plate and screws on (B)(6) 2013 for an orif of femur fracture. Patient presented with pain post-operatively. It was reported that the surgeon had contoured the plate prior to implantation. Subsequently, patient was returned to the or on an unknown date for removal of plate and screws and replacement of new hardware. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Product codes: jdp, hrs, hwc.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This is report 2 of 2 for complaint (B)(4).